Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) exhibited a charge time >20 seconds and gas guage at eri, but a monitoring voltage of 2.54. The endotak lead associated with the device was removed from service due to a fracture, manifested by high impedance measurements and sensing problems.